Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours. The patient's blood glucose levels rose to 21 mmol/l (378 mg/dl). The pod was removed and a new pod was applied. The infusion site (arm) was noted to be red, swollen and painful. The patient went to the hospital and was prescribed antibiotics flucloxacillin 500 mg (1 pill, 4 times a day for 7 days) for treatment. The pod was discarded.